Manufacturer narrative:
(B)(4). The customer reported the device failed the general system test during opcheck. The device was evaluated at philips. The symptom was verified. The error log was found to contain 12 volt supply voltage errors. The issue was resolved by replacing the power pca.

Event description:
The customer reported the device failed the general system test during opcheck.